Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the monopolar curved scissors (mcs) instrument tip broke and fell into the patient. The fragment fell into the patient due to the lap clip applier hitting the mcs instrument. The fragment was retrieved during the same procedure. The procedure was completed robotically as planned with a back-up mcs. No post-operative tests were performed. No additional surgical procedure was required. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The event investigation is in progress.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage at the tip and midpoint of the blade. One of the blade edges was indented. The instrument was placed and driven on an in-house system and the blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
Refer to h11 for follow-up information.